Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited noise and high out of range pacing impedance measurements on the right ventricular channel. Due to this a lead safety switch was triggered. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited noise and high out of range pacing impedance measurements on the right ventricular channel. Due to this a lead safety switch was triggered. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.